Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, product investigation indicates that the allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection and erosion. Additional information indicates that the patient presented with a boil over the pocket site a few weeks ago thus it was excised and closed. However, post excision, the device and rv lead began to erode through the incision site. No additional adverse patient effects were reported. The ICD was explanted.